Event description:
It was reported that during the patient's explant procedure on (B)(6) 2021, one of the leads broke off under the skin. The physician chose to not dissect down to remove because it was not in the epidural space but rather just under the skin. Effective therapy was established postop.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.